Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified proximal left circumflex (cx) artery. The physician advanced a 15mm x 2.50mm nc quantum apex balloon to dilate the lesion. The nc quantum apex balloon was inflated to a 12atms on the first inflation and 16atms on the second inflation. On the third inflation the balloon ruptured at 18 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed a stopcock was attached to the inflation port. Tip damage was identified. There was blood and contrast in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified proximal left circumflex (cx) artery. The physician advanced a 15mm x 2.50mm nc quantum apex balloon to dilate the lesion. The nc quantum apex balloon was inflated to a 12atms on the first inflation and 16atms on the second inflation. On the third inflation the balloon ruptured at 18 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.